Event description:
It was reported that this lead was an attempted implant. Despite changing the lead position multiple times, pacing was not achieved at an output of 5 v. The procedure was successfully completed with a new lead and no adverse patient effects were reported. The lead is expected to be returned for analysis.